Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient previously receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that the pump has had a lot of issues since being implanted. Patient stated they have had 5-6 'communicating devices' stolen. Patient stated they were not able to deliver the medicine like they were supposed to. Patient stated they went to a pain clinic for 'service' and they saw 'device not found'. Patient stated the pump had not been working for the longest time and they needed someone to refill the pump over 6 months ago. Patient also reported issues of the pump stalling and mentioned that they know they were 'not supposed to be scanned'. Patient stated the pump was pinching the muscle between the pelvic bone and it was sticking out and out of the pocket. Patient stated their healthcare provider (hcp) had retired and they did not do any research on the patient injuries before implanting the pump. Patient stated the pump was in their left but cheek. Patient stated their toes were turning black and their legs were swelling. Patient also noted herniated & slipped discs, sciatic nerve problem, and narrowing of the spine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer regarding a patient stating that they need a new personal therapy manager (ptm) because their previous one was stolen, and they want to have the pump removed. Patient stated the pump hasn't been refilled in "like a year now" and they want the pump taken out because it was causing way too many problems. Patient mentioned the pump sticks way out and was painful. Agent redirected patient to work with healthcare provider's regarding their pump concern and sent healthcare provider listings.